Event description:
Related manufacturer reference number: 2017865-2023-10084, 2017865-2023-10085. It was reported that the patient presented to the clinic for an explant procedure. The patient requested to have the pacemaker system explanted. The pacemaker, right atrial lead and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information notes that the patient had presented to the emergency room experiencing near syncope episodes. Upon review, it was noted that the patient had a high degree av block. However, the av block completely resolved once the patient had av nodal blocking agents discontinued. Additionally, it was noted that the atrial lead had dislodged. The patient was noted to have 0% pacing and did not appear to require a pacemaker. The pacemaker, right atrial lead, right ventricle lead were all explanted.